Event description:
One day after implant, a patient had significant swelling and complained of difficulty swallowing. The physician brought the patient back to the operating room and removed a hematoma. A clot was removed and surgicel was used to aid in stopping the bleeding.